Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient attended a regular general practitioner appointment and, upon leaving, began experiencing unusual leg sensations and feeling overheated. On checking his blood glucose, it was found to be 36 mmol/l (648 mg/dl), with ketones at 2.7 mmol/l. Examination of the pod revealed that the adhesive was loose, and upon removal, the cannula was observed to be bent. Despite attempting correction by applying a new pod, the patient's condition deteriorated further. The patient contacted a district nurse without success, then called emergency services and was advised to attend the hospital. Upon hospitalization at prince charles hospital, the pod was removed, and insulin therapy was administered intravenously due to the patient's kidney condition. The patient required a hospital stay of 5 days before blood glucose was stabilized, and they were discharged.